Event description:
It was reported that the patient developed an erysipelas within ten days from the bd saf-t-intima¿ IV catheter safety systems. The patient was treated with antibiotics for ten days as a result. The following information was provided by the initial reporter, translated from french to english: "following the use of two catheters of reference 383328, the nurse stated that she noticed two erysipeles in ten days on two different pastes which required the introduction of antibiotics for 10 days. The devices were discarded."

Manufacturer narrative:
The manufacturing lot review confirmed all devices met specifications prior to release. The devices were not returned as they remain implanted, and therefore no sample evaluation was completed. A clinical assessment was completed based on the received medical records, and the reported polymer leak is unconfirmed. The procedure-related harm identified was transient hypotension due to the polymer leak that was successfully treated per the IFU. The event is most likely device-related as identified in field safety notice (fs-0012); the root cause for most polymer leaks is a material weakness adjacent to the polymer fill channel which may become compromised during pressurization with liquid polymer. Since this device remains implanted, endologix is unable to conduct product evaluation to conclusively ascertain root cause. However, based on the investigation associated with the fsn this is the most likely cause associated with this event. The final patient status was reported to be monitored with successful exclusion of the aneurysm post procedure. On 06 august 2018, endologix issued a field safety notice (fs-0009) regarding the risk of polymer leak events with the ovation ix aortic body stent graft. On 06may2020, endologix issued a follow-up safety update (fs-0012) reaffirming treatment recommendations for patients who experience a polymer leak during implantation and providing updated information on the current rate of polymer leaks, the rate of clinical harms and root cause. No additional investigation of this reported event is planned; however, if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. H6 result code; remove 3233; h6 conclusion code; remove 11. H3 other text : the devices reman implanted.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the patient developed an erysipelas within ten days from the bd saf-t-intima IV catheter safety systems. The patient was treated with antibiotics for ten days as a result. The following information was provided by the initial reporter, translated from (B)(6) to english: "following the use of two catheters of reference (B)(4), the nurse stated that she noticed two erysipeles in ten days on two different pastes which required the introduction of antibiotics for 10 days. The devices were discarded."